Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 250 mg/dl, which was addressed by delivering a correction bolus via the pump. During troubleshooting with tandem technical support, the malfunction alarm was able to be cleared and insulin delivery resumed.